Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while using the gastrointestinal videoscope, the unit experienced a defective angle. There were no reports of patient harm associated with the reported event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction found that the tip of nozzle had foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: the bending angle in up direction and the play of upward/downward knob did not meet the standard value due to wear of angle wire. The bending section cover had a scratch, the adhesive on the bending section cover had a chip and the adhesive on the bending section cover had white clouded area. Water removal ability did not meet the standard value due to clogging of the nozzle, the light guide bundle was slipping down, adhesives around the light guide and objective lens had white-clouded area, the adhesive around the light guide lens was peeled, the distal end and the connecting tube had a scratch. The connecting tube had a dent and was wrinkled, the universal cord had a scratch and was wrinkled. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.